Manufacturer narrative:
The reported events of failure to capture, noise and clavicle crush/fracture were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found clavicle crush damaging/breaching the inner/outer insulations and fracturing all five filars of the outer coil at the middle region of the lead. The cause of failure to capture and noise was isolated to the damaged inner/outer insulation consistent with clavicle crush forces.

Event description:
It was reported that prior to (B)(6) 2023, right atrial (ra) lead noise was seen during an in-clinic follow-up check. Device reprogramming was made. The patient then presented for a lead revision with no capture and noise was noted. A review of fluoroscopy, found damage at the clavicle and first rib. The lead was explanted and replaced with a new lead. There were no adverse health consequences, the patient was stable.